Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the gauge was stuck on. There was no patient involvement and no patient harm/adverse event reported. The reporter was attempting to have the device repaired.

Manufacturer narrative:
D9: 08-feb-2024. H3: one pump was returned for analysis in used condition. Visual inspection showed the tidal volume knob was rebounding. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The device manometer was broken. The manometer was replaced to resolve the issue.